Manufacturer narrative:
Product support observations for tni recovery follow: no high bias or elevated tni values were observed with any sample. No error codes or device issues were observed. All data points with the negative control cal z and the whole blood donor samples were below the manufacturing cut off of 0.05ng/ml. All data points with cal h were within the manufacturing 2sd range, wit a % recovery of 110% (within the manufacturing final release specifications). The customer complaint of discrepant results was not observed. No sample was returned for testing; product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Product support tested cardiac lot w49207 with cal h (pos control), cal z (neg control) and 2 whole 'normal' whole blood donors. Observations were for tni recovery. Pos and neg controls, and whole blood donors all recovered as expected. No issues with precision were observed. No product deficiency was established. Customer did not return any sample for further analysis. Unable to rule out sample specific interference that is known to affect analyte recovery. No product deficiency was established. As of (B)(4) 2011 there are 2 complaints on cardiac lot w49207. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges false positive troponin I (tni): patient is a female with shortness of breath. Sample edta whole blood. Tni 0.06 ng/ml. Ck-mb 3.9. All results above <0.05 considered positive as per caller. Test repeated due to md questioning results as did not match clinical history and picture. Tni <0.05 ng/ml ran x2 same device lot w49720. Patient sent to sister hospital but caller did not know why and what happened after patient was released from clinic.